Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that two months post implant of this cardiac resynchronization therapy defibrillator (crt-d) with another manufacturer's chronic right ventricular (rv) defibrillation lead, high out of range shock impedance measurements greater than 2,000 ohms was observed. Additionally, the crt-d and another manufacturer's chronic left ventricular (lv) lead exhibited high out of rage pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The lead was surgically abandoned and replaced and this crt-d remains implanted and in service. No additional adverse patient effects were reported.